Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.

Event description:
During a procedure, surgeon was using dhs/dcs coupling screw with a dhs/dcs insertion wrench, and the coupling screw tip broke inside the dhs lag screw. The procedure was completed without further incident and the tip of the coupling screw remains in the dhs lag screw inside the patient.